Event description:
It was reported that pump screen went blank unexpectedly, led stopped blinking, and pump required connection to power source to turn back on after shutdown alarm occurred, with battery capacity at or below 20 percent and no power source alert or battery charge start noted before event. There was no adverse impact to the customer's blood glucose level. Technical support informed caller that pump had shut down due to low battery, explained that insulin on board and maximum hourly bolus were reset, cgm sessions needed manual restart, and cartridge needed reloading after shutdown, and also provided battery best practice tips and guidance to always confirm pump was charging, which caller understood and acknowledged.